Event description:
The international customer reported the ventilator alarmed due to a circuit occlusion. The customer reported the ventilator was not in use therefore there was no patient harm or involvement. During evaluation, the manufacturers service provider reported after the ventilator was turned on the blower stopped running. Failure of the blower function in ventilation mode could result in no ventilation during operation. The service provider replaced the motor controller pcb board to address the reported problem.